Event description:
It was reported that high capture threshold was observed at follow-up. Sensing and pacing lead impedance decreased. The lead was repositioned and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.